Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, segment light failure occurred due to faulty light emitting diode (led). The cause of the faulty led could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received noting that this was discovered during preparation for use. According to the initial reporter, the device was inspected before use and the procedure was completed using the same device without any delays.

Event description:
An olympus representative reported to olympus, there was a seven (7) segment lighting failure on the high flow insufflation unit. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was bad lighting on the front panel. A visual inspection was performed and no abnormality was found in appearance. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.